Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reports: 3006705815-2020-31703, 1627487-2020-32012, 1627487-2020-32013. It was reported that the patient had their scs system explanted due to an infection at the lead site. Surgical intervention successfully resolved the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.